Event description:
The customer reported being hospitalized due to high blood glucose of 500mg/dl. The caller mentioned that the insulin pump alarmed no delivery and motor error. Troubleshooting was performed. The customer stated that the device was not exposed to a high magnetic field. The customer declined to continue testing as customer stated that his device's history would not go back to the past several days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.